Event description:
This lead showed a high impedance state of greater than 3000 ohm during a remote session. In the following weeks the impedance showed varying measurements. During a replacement procedure the lead was cut near the electrode for examination purposes. The screw electrode was kept in situ (partly explanted). A new 1084t was implanted to resolve the issue. No further consequences for the pt.

Manufacturer narrative:
Na.